Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a tavr procedure in the aortic position via left axillary approach, the patient underwent an aortic dissection. The team proceeded to a do bav but once the balloon was introduced, the patient¿s pressures dropped into the 50's and 60's. The team waited for anesthesia to bring up the patient's pressure up in order to do the bav. The bav was then performed without incident but when the balloon was retrieved, the patient continued to decompensate. The decision was then made to take out the esheath and go on bypass. A sternotomy was performed while CPR was initiated. When the chest was opened, an ascending aortic dissection was observed. At the time of this report, the patient was stable and an avr and ascending aneurysm repair was planned. Pod13 the patient is reported to be completely stable with no issues whatsoever. After the sheath was removed, it ¿felt rough¿ in about 5cm area (possibly from contact with calcification) but was not expanded as the valve did not go through the sheath. The distal tip was fine. The lumen diameter of the left axially was 5.5-6 with mild calcification. It is perceived by the implanting physician that the patient¿s aortic rupture was caused by the lunderquist wire, not the esheath or bav.

Manufacturer narrative:
Confirmed the patient had expired. Investigation is ongoing.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. The returned esheath was visually inspected for any abnormalities. Visual analysis revealed approximately 1¿ wrinkled area on the liner around 2.5¿ from the distal tip. Part of the distal tip was folded inward. No scratches or other abnormalities were observed. The complaint event occurred prior to delivery system insertion thus the esheath remained unexpanded. The bav was not returned for further testing, therefore no relevant functional testing was performed. No dimensional inspection was performed as there are no dimensional aspects related to the reported damage. There was no evidence of a product non-conformance or of an IFU deficiency, as such, no fmea assessment was required. During manufacturing the sheath shaft components undergo multiple 100% inspections. The esheath is visually inspected under minimum 3x magnification and after sterilization, sample devices from each lot undergo product verification testing. The liner and sheath shaft are visually inspected both pre- and post-expansion testing. Introducer guidewire trackability is tested along with visual inspection for premature seam separation. The lots can only be released if the product verification samples pulled from each lot pass all required tests. These inspections during the manufacturing process and testing performed during the product verification process supports that it unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaint for ¿sheath shaft ¿ damaged¿ was confirmed. A review of manufacturing mitigations revealed that there were proper inspections in place to detect issues related to the observed liner wrinkles. Expandable sheath final assemblies are 100% visually inspected by both manufacturing and quality for wrinkles, kinks, bends, or mechanical damage. Therefore, it is likely the observed damage occurred at the complaint site. The esheath was not noted to be damaged prior to insertion into the patient (removal from packaging/during device preparation) thus the esheath wrinkles likely occurred during the interaction of the esheath with the patient vasculature or during the interaction/manipulation of the bav within the esheath. The left axillary access vessel was noted as mildly calcified and the report stated that the damage to the sheath shaft was possibly due to interaction with this calcification. Excessive force or manipulation of the esheath against calcification during insertion or retrieval of the esheath could have cause esheath damage. It is possible that these patient factors, combined with device (bav) manipulation, caused the damage to the esheath shaft. The esheath distal tip appeared bent inward, which is potentially indicative of interaction with calcification or interaction with the bav during retrieval. As such, available information suggests the combination of patient and/or procedural factors likely contributed to the observed complaint events. At this time, a definitive root cause was unable to be determined. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. No manufacturing or IFU/labeling inadequacies were identified. A definitive root cause was unable to be determined. However, patient and/or procedural factors likely contributed to the event. A review of complaint history did not reveal that occurrence rate exceeded the (B)(6) 2017 control limit for the failure mode. Therefore, no preventative or corrective action is required at this time.